Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as patient's error. On an unreported date, the patient was hospitalized for the event of peritonitis. On an unreported date the patient was treated with unspecified antibiotics. The action taken with dianeal therapies was not reported. Two weeks after the onset of the peritonitis event, the patient was recovered from the event and antibiotic treatment was discontinued. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.